Manufacturer narrative:
The product was received on (B)(6) 2024 and is currently undergoing evaluation. Another follow-up will be provided with detailed findings.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 01/04/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Investigation still pending as of 3/5/2024. The pump was returned on 1/24/2024 and tested on 3/7/2024. Pump's initial complaint code states, "2pow3: power issue - device powers self off", the pump's event log will be pulled and reviewed in order to identify any possible abrupt power off errors. The event log will be attached to the complaint, see "sn (B)(6)". The analysis of the returned device is complete. The results are below: this complaint was reviewed, and the return product evaluated and determined to be included in CAPA # it2023-15. After reviewing the pump's event log several abrupt power offs were found, as highlighted by the "log_event_on" code without a "log_event_off" before it, meaning that the pump had to be powered back on without being powered off. This can be seen below: "event 584: log_event_timpstamp time: 23/12/28 00:06:35 eventbytes: 02 23 12 28 00 06 35 9a event 585: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff ff 00 d5 ff 2b fd. Event 586: log_event_message time: 165:48:06 invalid bolus key pressed: 3855 invalid other key pressed: 3855 eventbytes: 09 48 06 ff ff 00 80 d5. Event 587: log_event_off time: 165:48:06 rmp: 62508 reason: log_off_cause_shut eventbytes: 01 48 06 00 f4 2c 2e 9d. Event 588: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff ff 00 d5 ff 2b fd. Event 589: log_event_on time: 09:08:22 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 08 22 00 d5 09 2b 33. Event 590: log_event_on time: 09:08:34 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 08 34 00 d5 09 2b 45. Event 591: log_event_message time: 09:08:39 invalid bolus key pressed: 3855 invalid other key pressed: 3855 eventbytes: 09 08 39 ff ff 00 80 c8. Event 592: log_event_off time: 09:08:39 rmp: 62508 reason: log_off_cause_shut eventbytes: 01 08 39 00 f4 2c 2e 90. Event 593: log_event_on time: 09:08:39 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 08 39 00 d5 09 2b 4a. Event 594: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff ff 00 d5 ff 2b fd. Event 595: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff ff 00 d5 ff 2b fd. Event 596: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff ff 00 d5 ff 2b fd. Event 597: log_event_on time: 09:16:28 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 16 28 00 d5 09 2b 47. Event 598: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff ff 00 d5 ff 2b fd. Event 599: log_event_on time: 04:45:35 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 45 35 00 d5 04 2b 7e. Event 600: log_event_on time: 04:46:50 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 46 50 00 d5 04 2b 9a. Event 601: log_event_on time: 04:47:59 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 47 59 00 d5 04 2b a4. Event 602: log_event_alarm time: 04:58:10 alarm code: 09 sub code: 00 alarm status: log_alarm_cause_access_alarm eventbytes: 05 58 10 09 00 00 30 a6. Event 603: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff ff 00 d5 ff 2b fd. Event 604: undefined event eventbytes: ff ff ff ff ff ff ff ff". Reported issue found, device not performing to specification. Pump will be pushed to CAPA for further investigation underneath CAPA # it2023-15 for power/battery.